Event description:
The dentist reported that 3 months after the dental implant was installed in the intraoral region #19 it was verified its non osseointegration. 32 ncm of primary stability was achieved and immediate load was not performed. Patient presented bone type ii.

Manufacturer narrative:
(B)(4).